Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a normal device changeout procedure, the physician had difficulty inserting this right ventricular (rv) lead into the header of the replacement device. The patient is pacemaker-dependent and, as a result, was in asystole for 5-10 seconds. The lead was eventually properly secured into the header, and pacing resumed. The procedure was completed without further complications. This lead remains implanted and in service. No additional adverse patient effects were reported.